Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: guide wire: balance middleweight; inflation: indeflator; guide catheter: 7 french ari; sheath: 7 french pinnacle; other: heparin. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheaths or inflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat a target lesion in the distal right coronary artery (rca). The 3.0 x 18 mm drug eluting coronary device was prepared for use and mild difficulty was noted during the removal of the protective sheath. The device was advanced to the target site; however, during deployment, the delivery system balloon was unable to be inflated, even after changing the indeflator. The device was removed without difficulty and the procedure was completed with the implantation of two drug eluting coronary devices. There was no adverse patient effect and no clinically significant delay. No additional information was provided.